Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after inserting the lead in the implantable cardioverter defibrillator (ICD), it was noted that the lead came out of the port. The ICD was not used and a new ICD was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficult to insert was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.